Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2025, an arthrex subsidiary employee reported via email that an ar-8926t knotless tightrope syndesmosis repair implant experienced breakage when pulling the sutures to lock the button. The case was completed, and no further details were provided. This was discovered during an ankle fracture procedure on (B)(6) 2025. Additional information was received on 07/29/2025: the failed ar-8926t knotless tightrope syndesmosis repair implant was successfully removed without complication, and a new swivelock implant was placed to complete the procedure. The locking mechanism was properly engaged before the sutures were pulled. The patient¿s bone quality was noted to be good, and no additional anesthesia was required. The surgery was completed within the scheduled 60-minute timeframe, and the patient did not experience any adverse effects or significant damage postoperatively.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the sutures of an ar-8926t knotless tightrope® syndesmosis repair implant were torn. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.